Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm force bipolar instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and a segment of conductor wire was found to be dislodged and was sticking out from the distal clevis. A loop of wire was protruding above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The conductor wire within grip hub was preventing full articulation at the distal tip. The probable root cause of a dislodged conductor wire breakage is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument joint pops out and freezes. The procedure was completed with no reported injury.